Event description:
It was reported that the patient's pump system was removed due to infection. The date of onset/diagnosis of the infection was reported as (B)(6) 2012, on which date the patient "came to the hospital for pump replacement." The pump pocket was found to have pus draining for the catheter access port (cap) pump site. The healthcare provider had aspirated the cap port one week prior. There was also drainage/incisional wound opening present. The device was removed, blood and pocket cultures were taken and, antibiotic treatment was necessary. The patient was admitted for an infectious disease consult and medication management in the intensive care unit (ICU) post pump explant. The medications in the pump were baclofen, dilaudid, clonidine, and bupivacaine. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter.